Event description:
Reporter indicated that patient experienced pain and was diagnosed with left vocal cord paralysis. The patient's lead was discovered broken during explant surgery. "Strange colored tissue" was observed in the area of the broken lead. Follow-up with the patient's physician indicated that the device was turned off on 06/01/06. It was reported that at explant, "a mass of 50 by 40 by 30mm" was observed "medial to sternocleidal muscle". Lead was followed to fixation point and electrodes. Lead between this electrode and fixation was broken with exudation of oxidized material located less than 1mm big "shells" around the lead". "Patient experienced less pain and better voice the day after surgery". Replacement surgery is not planned.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to death.